Event description:
A customer contacted beckman coulter inc. (Bec) reporting a small clear leak (about 20 cc) on the counter below the coulter ac-t 5 diff cp analyzer. The source could not be determined. The customer was wearing a lab coat, gloves, and protective eyewear when the leak was found. The spill did not affect patient results. Although patient samples are run, this is a research facility and patient samples are not run for diagnostic purposes or for the purpose of treating patients. There was no exposure to open wounds or mucous membranes. No one sought medical attention.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse found a leak at the probe rinse block, which had not been replaced, since initial contract agreement. The fse changed the probe rinse block assembly, the probe, and realigned the probe to resolve the leak. Per the additional information provided, the instrument is still down, as there was a second leak from the reagent block/pistons. The original part also had not been changed. Parts were ordered for a return visit to complete the (6) month preventive maintenance (pm) / partial 1 year pm. Failure mode: worn probe and probe rinse block assembly. Worn reagent/piston block. Both were due for preventative maintenance service. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).